Event description:
The pt was hospitalized for elevated blood glucose levels and a stomach virus.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the pt remained on insulin therapy throughout the hospitalization. The pt has continued to use the pump with no reported subsequent events.